Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Hemodialysis clinic contact reports that ultra filtration (uf) turned off on a hemodialysis machine during mid treatment, and it would not turn back on. Contact has subsequently done a simulated treatment, turning the uf on and off and it responds appropriately. Machine is passing self-test. Mode: dialysis, patient on machine, no harm to patient. Patient was moved to another machine. Follow up indicates that there was no adverse events, injuries, or medical intervention required as a result of the reported event. The machine was removed from service and inspected, however appeared to be operating fine. It was reported that no repairs were made and that the machine is currently in service without issue. Contact believed it was an operator error since prior to this event, this issue had occurred with the same patient and the same machine operator.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
"."